Event description:
The account stated the head of the bed rises automatically.

Manufacturer narrative:
The tech isolated the issue to the left siderail. He replaced the siderail caregiver and patient controls to repair the bed.